Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt), and approximately one month later the device experienced two power on reset (por) events. It was also reported that during an in-office visit there was no telemetry or magnet tone from the device, and no signs of pacing. It was noted that the patient had no elective procedures or radiation therapy and was not doing anything with electromagnetic interference (emi) exposure during/prior to electrical reset. The device was removed and replaced. No patient complications have been reported as a result of this event.